Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin buttons were not working. Customer stated that they unable to unlock the pump as the arrow buttons were not working anymore. Customer thinks that the insulin pump was not delivering any basal at this time. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device p cap or reservoir locked properly in place. Device received with cracked case battery tube, cracked case, and missing display window or cover. Device received with unresponsive buttons due to corroded keypad connector and corroded electronic assemblies. Unable to perform displacement test, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, and self test due to unresponsive keypad.